Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent low blood glucose on most nights, with a confirmed low the prior night, and the agent planned to collect blood glucose questionnaire details; the reported alert included a 54 mg/dl threshold and the patient used oral glucose for treatment. Symptoms included hypoglycemia. Outcomes included temporary interruption of normal activities due to the event. Investigation included internal troubleshooting and education provided to the patient. Investigation of this case revealed that the cause of hypoglycemia remained unclear, and no device malfunction or specific component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.